Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution. Important basic precautions. When load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). The surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws for use in internal body fixation and implanted this product (bone void filler) into the bone defect formed after the osteotomy. When the patient visited the surgeon about two months after the hto for a periodic follow-up examination, the patient complained of a pain at the surgical site. X-ray images of the affected limb taken at the time revealed plate breakage. According to the patient, the patient had never had a fall nor applied any large external forces to the affected limb after the hto. The surgeon carried out reoperation and removed the broken bone plate and then fixed the osteotomized tibia with a different bone plate and different bone screws. During the reoperation, the surgeon found a lateral hinge fracture in the vicinity of the tip of a screw inserted into a proximal plate hole. The fracture was classified as types 2 and 3 by the takeuchi classification.